Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead was in a true ventricular fibrillation (vf) episode but no therapy was delivered since the tachy therapy was programmed off. Additionally, earlier stored episodes showed noise and oversensing on the right atrial (ra), rv, and shock channels resulting in pacing inhibition with duration of greater than two seconds. Boston scientific technical services (ts) suspected that the patient may have undergone some type of surgery at the time. Additional information was unable to be obtained. At this time, there is no evidence that intervention has been performed to resolve this issue. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received which indicated this crt-d was explanted and replaced for normal battery depletion. No adverse patient effects were reported.